Manufacturer narrative:
Feedback from surgeon's office indicated that initial posterior fusion was not considered enough intervention for the pt's condition, therefore, posterior lumbar fusion was performed with the addition of rods, screws and allograft to facilitate fusion of l5-s1 progression spondylolisthesis. No device returned for eval, device remained implanted. Clinical records reviewed for investigation with implanting surgeon.

Event description:
During a retrospective clinical review by the lanx clinical research department on (B)(6)2010, pt revision was noted. The pt underwent revision surgery on (B)(6)2009 for posterior lumbar fusion due to the further development of spondylolisthesis. Rods, screws and allograft were implanted at l5-s1. The pt underwent initial spinal fusion at l5-s1 on (B)(6)2008 for pre-operative diagnoses of degenerative disk disease and spondylolisthesis with no initial decompression. Initial construct remained implanted.